Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient started therapy and connected before the priming of the lines was completed. The technical service representative asked if the patient line had air in it and the patient said ¿no¿. The patient was using three extension lines and just closed the patient line clamp in priming. The technical service representative had the patient cycle the power to clear the alarm and check the alarm log where the system error was noted. The patient was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a se2240 as a result of use error, where the patient connected to an unprimed line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also states that an additional patient line extension can be used, but they are to not extend the line beyond 34ft because it can impact the priming which can result in air infusion. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.